Event description:
It was reported the device was used during a laparoscopic cholecystectomy, the clip did not form properly (this occurred on the 5th firing, the 1st 4 firings were fine). A piece of the bottom jaw mechanism popped out. No pt consequences.